Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient presented for normal follow-up. Previous check, six months ago of the estimated longevity was 4.0 years with a battery voltage of 2.57v and today, the estimated longevity was 2.2 years remaining with a battery voltage of 2.56v. It was discussed that the impact of the midlife plateau on the battery longevity and the current longevity was accurate. It was also noted the check prior to the six months ago, the estimated longevity was 3.1 years remaining. Patient will be monitored with routine follow up.

Event description:
It was reported that the patient presented for normal follow-up. Previous check, six months ago of the estimated longevity was 4.0 years with a battery voltage of 2.57v and today, the estimated longevity was 2.2 years remaining with a battery voltage of 2.56v. It was discussed that the impact of the midlife plateau on the battery longevity and the current longevity was accurate. It was also noted the check prior to the six months ago, the estimated longevity was 3.1 years remaining. Patient will be monitored with routine follow up.